Manufacturer narrative:
As received, a complete lead was returned in two pieces with all four tines were found to be intact and undamaged. Analysis found an external insulation abrasion at 40.0 ¿ 40.4 cm from the distal tip and the inner coil lumen at 40.7 ¿ 41.4 cm proximal to suture sleeve tie impression with abraded right ventricular etfe cable coating and ptfe liner. The cause of the reported events was due to the external insulation abrasion which is consistent with friction to the device can.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that lead noise with high ventricular rate was noted on egm. The lead was explanted and replaced. The patient was in stable condition.